Event description:
It was reported the pt had voiced a complaint of heating at the ipg site when charging. The heating occurs after approximately 30 minutes of charging. Pt education was provided regarding charging more frequently for shorter intervals. Follow up info revealed the issue has resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.